Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-30417. It was reported during an implant procedure on (B)(6) 2020 the physician was unable to position the leads for bilateral coverage. In turn, the procedure was abandoned with no products implanted.